Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section d10, to update section h3 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the angio-seal bypass tube was not inserted all the way into the hub of the sheath causing the plug/anchor to become stuck in the body of the sheath. The sheath had to be pulled and manual pressure was used to gain hemostasis. The patient was in stable condition. The procedure outcome was successful. There was no patient injury, medical/ surgical intervention required. Additional information was received on 28 july 2020: the procedure performed was a lower extremity intervention using a 6fr sheath. A pre-deployment angiogram was performed.